Event description:
No blood glucose levels reported. The customer reported that the vibrate alarm of the insulin pump was not working. The customer reported changing the battery on the insulin pump to no avail. Troubleshooting was done. The customer reported that the vibrate mode on the insulin pump was turned on. The customer reported that the insulin pump did not vibrate during the vibrate test. The customer was advised that the insulin pump would need to be replaced. The customer was advised to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Manufacturer narrative:
Insulin pump received with no vibration due to broken vibrator wire. Insulin pump received with minor scratches on display window, cracked case at display window corner and cracked reservoir tube lip.